Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2016 with the following findings:.#1. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates..#2. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had blood glucose (bg) levels in the 100 mg/dl's the first day with one 60 mg/dl reading at 11pm when he ate and bolused. That night he reports "sleep eating" when he wakes up eating. Then he says at some point he fell out of bed and when he woke up on the floor the "catheter was severed" - the catheter was cut in half but he did not know how it happened. There are no bgs recorded from 5am until 3pm. He reports putting in a new site then the bgs were in the 500 mg/dl starting at 3pm and go up to 'hi' by 10pm despite delivering normal boluses. Patient then took the site out and gave himself an injection of 15 units then and replaced the site. Bgs were in the 500 mg/dl's at midnight then in the 100 mg/dl's today. This complaint is being reported due unspecified pump malfunction and the patient experiencing hyperglycemia.